Manufacturer narrative:
The medical team did return data logs for analysis of the reported low flow. Flow was observed to be abnormally normally with a spike of motor current at the time a suction alarm went off. The root cause of the low flows was not determined as product has not been returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The 5.5 support initiated via direct access for a (coronary artery bypass grafting) CABG patient unable to come off pump. The patient was also on (extracorporeal membrane oxygenation) ECMO. The pump was replaced due to low flows. The 2nd pump was placed and support initiated.